Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found the circuit breaker tripped. Reset breaker. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system was not taking x-rays and error code 1283 is displayed on the control panel. No patient injury was reported.